Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted on(B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate shocks for oversensing of the right ventricular (rv) lead. It was also reported that the rv lead triggered a lead integrity alert (lia) for high rate non-sustained episodes and sensing integrity counter (sic). It also triggered an alert for high threshold. Non-sustained ventricular tachycardia and t-wave oversensing (twos) of the rv lead were also noted. The rv lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.